Event description:
A medtronic rep reported that during an ent case, the surgeon was unable to track pt reference frame or instruments. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and with an (B)(4) cartridge reload present. The cartridge was received unfired. Upon further inspection the joint cover was noted to be torn; there was no evidence that there is any portion of the joint cover missing. No functional testing was performed. It is unknown how this damage may have occurred. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic lobectomy procedure, the black plastic sleeve near the jaw split when taken out of the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.